Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that the physician intended to use the protege everflex to treat a lesion in the sfa. It is reported that the stent prematurely partially deployed. No medical intervention was required. It is not known how the procedure was finished. There is no reported injury to the patient. Evaluation summary:the protege everflex self-expanding peripheral stent system was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The protege everflex stent delivery system, (sds), was received loosely packed within its shelf carton. The sds was received with the safety locking pin tight, the deployment paddles approximately 60mm apart, (54.0mm - 62.0mm), and crystalline residue within the stopcock tube. The distal end of the stent was exposed approximately half a stent cell with the distal end of the outer sheath abutted up against the stent to hinder further flowering of the stent. A 20cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip of the sds. A 20cc water filled syringe was attached to the stopcock luer lock and the annual spaces were flushed: clear fluid was observed exiting the distal end of the outer sheath. A 0.035in guidewire was loaded through the distal tip of the sds with ease. The sds was loaded into a deployment apparatus and deployed: 0.36lbs (less than or equal to 3lbs).the stent was examined: no abnormality or deformity was noted. The distal tip was examined: no abnormality or deformity was noted. The retainer and distal assembly bond were examined: no abnormalities or deformities were noted. The distal assembly was severed to aid in the examination of the stainless steel hypotube. Two sets of witness marks where the safety locking pin engages the stainless steel hypotube were noted approximately 26mm, 27mm, 28mm, and 29mm proximal of the distal tip of the stainless steel hypotube. The returned protege everflex exhibited exposed and flowered stent cell. The root cause of the premature deploying could not be determined.